Event description:
It was reported that during testing the device became overheated. This event did not occur during a surgical procedure, so there was no pt involvement.

Manufacturer narrative:
The device was evaluated and the complaint was confirmed. The device was evaluated and it was found that there was inadequate lubrication in the bearings which was causing the overheating. The device could not be repaired and therefore was not returned to the customer.